Event description:
A malfunction was reported on an out-of-warranty loaner pump. There was no adverse impact to the customer¿s blood glucose level. The customer, using multiple daily injections (mdi) as a backup plan, received guidance on returning the faulty pump but declined a replacement as a new pump had already been ordered.